Event description:
It was reported that the stimulation threshold was effective at only 2.5v at 0.8 ms impulse width. It was noted that the setscrew of pulse generator could not be tightened. The device was explanted.

Manufacturer narrative:
No medwatch form was received final analysis found that the setscrew was stripped.